Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted. It is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
The pt cannot hear well with his cochlear implant since (B)(6) 2015. Re-implantation is planned for (B)(6) 2015.